Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. As the device was not returned to edwards for analysis, the root cause for the stenosis remains indeterminable; however, patient related factors and progression of the patient¿s underlying valvular disease likely contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a failing 27mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of 11 years, 10 months, and 16 days due to stenosis. A 29 mm transcatheter valve was implanted. Both devices remained implanted. Per obtained medical records, the patient presented after a syncopal episode with lightheadedness and nausea. The patient arrived to the hospital and was found to be hypotensive and tachycardic. The patient underwent a transesophageal echocardiogram (tee) which was found to have ischemic cardiomyopathy with an ejection fraction of 35%. The mitral valve had a mean gradient of 31.1 mmhg and a peak gradient of 34 mmhg. The patient underwent transcatheter mitral valve replacement and his sts score was 14%. The surgery was a successful transfemoral deployment of the 29mm transcatheter valve using a transseptal approach. The prosthesis had normal range of motion with trivial regurgitation directed centrally. There no evidence of perivalvular leak. The patient tolerated the procedure well hemodynamically and was discharged in good condition on post-operative day 10.